Event description:
During preparation for a coronary artery drug eluting stenting treatment procedure, a damaged stent was noticed. As the nurse opened a taxus express2 3.0 x 16mm stent from the package, it was noticed that the stent tip was broken. Consequently, the stent was never used. No pt injury or complication was reported.